Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the patient. The was and wds were removed from the patient and the access site was being closed. At this time, the patients blood pressure decreased slightly and a hematoma was observed at the access site. A catheter was inserted from the right radial artery, and an arteriographic examination was performed near the vein puncture site (near the femoral head). However, there was no bleeding from the artery, and it was decided to follow up while compressing the site. After the patient left the catheterization laboratory, chest, abdomen, and lumbar CT scans were taken. The patient is currently recovering from these events.